Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic with an implantable cardiac monitor that could not be interrogated. Review of recent transmissions showed good battery capacity remaining. Despite using different programmers, rebooting the device, and placing a magnet, the device was still unable to be interrogated. No further information was available.